Manufacturer narrative:
Continuation of medical devices: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that he wasn¿t getting stimulation. The representative had the patient turn it up and had no stimulation. The patient was going to be seen on (B)(6) 2018. It was unknown if the issue was resolved at the time of the report. Additional information received from the manufacturer representative reported that troubleshooting included the patient being reprogrammed and stimulation improved. It was determined that the cause of the issue was that the patient needed different programming to achieve paresthesia. The patient was getting good coverage. Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient got two new leads and was receiving effective therapy. The rep reported that the patient had his existing device charged and it was used today. No further complications were reported. Additional information received from the manufacturer representative reported that the patient was out of range on both leads. The patient had a loss of stimulation so both leads were replaced.